Manufacturer narrative:
One monarch handpiece was returned for evaluation for the report of the injector was jamming with use the injector. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger had no visual damage; however the handpiece was observed to be seized, and nonconforming. A functional thread to barrel engagement check and dimensional inspection for plunger position height could not be performed due to the condition of the handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be nonconforming therefore the injector was jamming with use, as described in the complaint was confirmed. How and when how the plunger became seized cannot be determined from this evaluation but a manufacturing related issue cannot be ruled out. This injector has been in service for approximately 8 mos. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the injector was jamming with use the injector would not go forward and backward. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).